Event description:
Stent placement : the target lesion was superficial femoral artery. The patient was male but age was unknown. Moderate calcification and heavy vessel tortuosity, the rate of stenosis was unknown. Approach was made from the contralateral femoral artery. The target lesion was pre-dilated with 4x30 jackal (sjm) and 6x100 smart control (cat/lot unk) was placed in the lesion. Another smart control (complaint product) was advanced to place at distal to the initially implanted stent but the sds was difficult to cross the lesion. The lesion was dilated once again and delivery of the sds was retried. However, the distal end of the stent was partially released during the delivery. The device was changed to another new product (6x80, cat/lot unk) and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. No product return.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After pre-dilation of a moderately calcified and heavily tortuous lesion in the superficial femoral artery a smart control (sds) stent was deployed. A second smart control stent was to be deployed distal to the first; however, it was unable to cross the lesion even after further dilations. The sds was removed and the distal end of the stent was observed to be partially released. Another sds was used to successfully complete the procedure. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15499305 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.